Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous hemoglobin (hgb) results generated by the coulter lh 750 analyzer. The initial hgb result of 6.9 g/dl was reported out of the lab and questioned by a physician. The original sample was tested on a different instrument in the customer's lab and a result of 8.1 g/dl was obtained. The sample was then retested on the lh 750 instrument and repeated result was 8.0 g/dl. A fresh sample was collected from the patient and tested on the lh 750 unit, and the different instrument and results were: lh 750 - 8.6 g/dl initially and 8.8 g/dl upon repeat different instrument - 8.9 g/dl. A corrective report was issued. Based on submitted printouts, hgb results were elevated and flagged at the lh 750 instrument, but corrected results were showed on the lab information system printouts for multiple patients. These results were not reported out the lab. Based on information provided, there was no change to patient treatment as a result of this event.

Manufacturer narrative:
Qc is run each shift. Based on qc results provided, hgb was low for normal level control prior to and after the event; however, it was within specifications. Customer performed reproducibility testing and hgb failed. The specimens were collected in bd vacutainer tubes. The erroneous results occurred in close vial mode. A field service engineer (fse) was dispatched to the customer's lab. The fse replaced aspirate lines and cleaned shear valves. In 2008, the customer called in stating that they are continuing to see unstable hgb: the fse returned to the customer's lab and replaced several hardware components on the instrument. Per customer, the problem has been resolved since service was performed and there have not been any further high hgb's or erroneous results on this unit. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.